Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt has no stimulation after her first physical therapy session. The sjm rep checked impedance and found that all contacts were now invalid. The pt will be scheduled for a revision. No further info is available at this time.